Event description:
In march 2006 the lay user/patient contacted lifescan alleging that her one touch ultra was displaying "apply sample" and the test would intermittenlty start. The medical affairs specialist spoke with the pt on the same day to obtain/verify the following information. The pt has had the meter for a few years but first encountered the intermitten "apply sample" just a few weeks ago. The pt was unable/unwilling to report if there was sufficient sample at the time of the testing. Generally when the pt was unable to test, she would retest and be able to obtain a meter reading. About two weeks ago, the pt was having low blood sugar symptoms (queasy and weakness). She test on her meter and she got "152 mg/dl" and attempted to eat but everything made her feel sick. Her kids took her to the hosp where she was given juice in the waiting room. While waiting for medical attention, the pt's symptoms remained the same. About 1-3 hours later, the pt got "46 mg/dl" on the hospital's meter and was given glucose tablets, which made her feel better. She was released about few hours later with a blood glucose reading of "125 mg/dl". When the pt got home from the hospital, she reported that she was able to test on the meter successfully with no problems. At the time of concern, the pt continued taking 10 units byetta (twice daily) as prescribed. The customer care advocate walked the pt through a test with sufficient sample and the test successfully started. However, this complaint is being reported because the pt's reading of "152 mg/dl" does not correlate with her hypoglycemic symptoms. The pt was taken to the hosp where she received glucose treatment for hypoglycemia. The meter was replaced.